Manufacturer narrative:
The reported over-infusion issue was not confirmed. The flow rate accuracy was -4.17%, which was within the +/-5% specification. The device was tested and met all specifications on 07/25/2018.

Event description:
A user facility representative reported an over infusion issue with the device to zyno medical on (B)(6) 2018. The distributor confirmed that there was no patient involvement. No information on the medication used at the time of the event. No information about the exact flow rate was available.